Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in the morning of this report the tubing detached due to which the patient experienced high blood glucose level. This issue occurred for the second time on the day of this report. No further information available.